Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat#: 00-8114-001-10, lot#: 66695055 cpt 12/14 size 1 cocr ext. Cat#: 00-5001-055-00, lot#: 65840289 multipolar bipolar cup. Cat#: 00-5001-053-28, lot#: 65624029 liner assy 53/54/55od x 28id. G2: foreign: australia. This report was previously reported under the wrong MFR: 0001822565-2025-04407-1. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised approximately 13 years later due to infection. The cpt bipolar head was explanted. Attempts have been made and no further information has been provided.